Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer 2.1 failed to open, and the customer reported that the auxiliary drawer 2.1 had failed with multiple cubies affected, impacting the entire drawer. The customer rebooted the device and attempted recovery, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in this incident, it was determined that auxiliary drawer 2.1 was not detected because the pyxis cable for aux drawer 2 was loose or disconnected, and the zebra printer usb was disconnected from the station. A field service engineer reseated the pyxis cable for aux drawer 2 and rebooted the station to bring it back online. The engineer verified that drawer 2.1 was detected and functioning by opening and closing it. The zebra printer usb was reconnected to the station, and successful printing was confirmed to resolve the issue. The system functioned as intended after the field service engineer completed the repair.